Event description:
Customer reported a keypad anomaly. The customer stated the keypad was sticking when she attempts to enter her blood glucose or deliver a bolus. Customer's blood glucose was 109 mg/dl. The customer stated the insulin pump may have been exposed to moisture prior to the keypad issues occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces.